Manufacturer narrative:
The cobas 8000 cobas c 502 module serial numbers are (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable online tdm digoxin results for one patient sample tested on three cobas 8000 cobas c 502 modules (18l5-02, 17g6-04, and 17g6-05). (B)(6) 2025: the initial result on 18l5-02 was 0.9 nmol/l. This positive result was unexpected and questioned by the physician. The sample was repeated 5 more times on the same module, and the results were 0.66 nmol/l, <0.50 nmol/l, <0.50 nmol/l, <0.50 nmol/l, and <0.50 nmol/l. The <0.50 nmol/l result was reported out. (B)(6) 2025: a new sample from the same patient was tested and the result was 0.5 nmol/l. The repeat result was 0.4 nmol/l. The 0.5 nmol/l result was reported out which was questioned by the physician. The sample was then sent to the sister site and tested on two c 502 modules. The results on 17g6-04 were 0.70 nmol/l, 0.37 nmol/l, 0.56 nmol/l, and 0.71 nmol/l. The results on 17g6-05 were 0.81 nmol/l, 0.76 nmol/l, 0.80 nmol/l, and 0.82 nmol/l. The 0.5 nmol/l result was reported out.

Manufacturer narrative:
Qc data were mostly within the expected range with some outliers. Last calibration of digoxin was performed on (B)(6) 2025; calibration data was acceptable. A review of the alarm trace showed multiple "abnormal aspiration" and "sample short" alarms. On 14-aug-2025, the field service engineer (fse) performed multiple actions, such as the replacement of the nozzles' vacuum tubing (due to a hole), the gear pump head, sample probe, reagent probe, and selinoid valves. The investigation determined that the service actions resolved the issue. Since several parts were adjusted/replaced, the exact root cause can not be identified.